Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck on a csi viperwire guidewire. The target lesion was severely calcified, 95% stenotic and was located in the posterior tibial (pt) artery. The physician used a 6fr introducer sheath and a regalia crossing wire to access the lesion. The physician exchanged the regalia wire for the viperwire and loaded the csi oad onto the guidewire. The physician performed three runs at low speed, two runs at medium speed and two runs at high speed. When the physician tried to remove the device, he encountered difficulty and discovered that it was stuck on the guidewire. After several attempts, the oad and guidewire were removed as a unit. The physician then needed to re-cannulate the pt artery with a regalia wire and a cxi crossing catheter. The pt artery remained occluded, but the physician resolved it by aspirating the pt artery. The physician followed-up aspiration with two balloon angioplasty inflations. Vessel outflow remained slow which the physician resolved via another balloon inflation. Furthermore, a dissection was noted during the procedure that was resolved via balloon angioplasty. The patient status remained stable throughout the procedure, but did complain of foot pain during the procedure. The following day, the patient was taken to surgery to undergo a thrombectomy intervention, which was successful. Requests for additional information were made to the facility, but csi was not able to obtain any additional information.